Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status, 16 charging cycles were recorded in the icds memory. The memory content of the device was inspected. Confirming the clinical observation, the inspection of the available iegms revealed multiple full energy shock deliveries, where the fibrillation could not be terminated according to the programmed shock settings. Besides that, the device data showed no conspicuities. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified for different used shock energies and phases, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging times were normal and expected. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly, the final acceptance test proved the device functions to be fully functional. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. During analysis of the available iegm the clinical observation could be confirmed. Based on the available data the root cause of the clinical observation could not be determined. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
On (B)(6) 2019, patient had 4 episodes of vf that were not terminated with 40j shock. Physician performed dfts with all shock configurations that were unable to terminate arrhythmia with max output shocks. System was replaced and an ICD lead was added in the azygos vein.